Event description:
The pt called in response to the recall notice. No physiological effects were reported. Her insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that the down button is defective.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The down button does not operate. The printed circuit of the flex connection is interrupted.